Manufacturer narrative:
Root cause is unable to be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report their device will not power up. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device will not power up. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and was not able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.